Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that x-rays were disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.